Event description:
Patient was implanted with heartmate 3 lvad (B)(6) 2023 (B)(6) hospital in (B)(6). A park stick was placed on her aortic valve at that time due to aortic insufficiency. The patient had been doing well living independently with caregiver. No previous issues of cognitive decline or unnecessary hospitalizations. On the evening of (B)(6) 2025 the patient had several alarms. There was a ''back up battery fault. The patient was unable to clear the alarm. She attempted several times to fix the alarm by changing the normal power connections. Alarms were not silenced. The patient disconnected the driveline, which stopped power and communication to the pump. The patient collapsed. The caregiver called the coordinator and was then disconnected from the caregiver to call 911. The patient received CPR for approvement 12 minutes as the caregiver did controller exchange. Caregiver completed controller exchange. CPR continued till ems arrived. Patient was transferred to (B)(6) hospital. Patient suffered from anoxic brain injury. CT head in ed showed small parenchymal hemorrhage in the anterior right thalamus, no midline shift or mass effect. She was transferred to cvicu (cardiovascular intensive care unit) and monitored closely. She unfortunately had evidence of seizure-like activity when sedation was lightened. Neurology was consulted and eeg showed burst-suppression and nonconvulsive status epilepticus. She was started on valproic acid. Ultimately, her neurological status failed to improve. After several discussions with family, they ultimately elected to pursue a transition to comfort care. Pt was terminally extubated on (B)(6) 2025 and passed peacefully with son at bedside.